Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge and displayed a "change batteries" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. (Please reference medwatch 1220908-2011-01741) for the report involving the second device used during the pt event.